Manufacturer narrative:
Physician reported by email that air bubbles were seen on the CT cardiac scan images for an unknown patient after injection with the CT y-tubing connecting line. While no specific patient information was provided, the specific incident was documented on CT images. The patient did not show any symptoms. A protocol of 90 ml (5 ml/sec contrast 40 ml, 5 ml/s saline 15 ml, 5 ml/sec saline for patency check). Contrast was optiray 350 125 ml. Qa investigation shows that no injector malfunction and no patient injury were reported during this incident. No service request was issued by the customer and no service was performed related to this issue. Unit remains in service.

Event description:
Physician reported by email that air bubbles were seen on the CT cardiac scan images for an unknown patient after injection with the CT y-tubing connecting line. While no specific patient information was provided, the incident was documented on CT images provided. The patient did not show any symptoms. An optivantage injector was used with a protocol of 90 ml (5 ml/sec contrast 40 ml, 5 ml/s saline 15 ml, 5 ml/sec saline for patency check). Contrast was optiray 350 125 ml.